Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir was occluded and did not work. Customer's blood glucose was 9.4 mmol/l. The customer change the set and second one work. The customer requested for replacment. The customer was advised that replacement will be sent.